Event description:
A licensed practical nurse reports that due to direct and indirect exposure to latex gloves, mfg by several different glove MFR, she developed an allergy to latex and its components, including proteins.